Manufacturer narrative:
The last calibration was done on (B)(6) 2021, it had lower than expected results. Due to the analysis of the calibration signals and control values, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable b-crosslaps results for 3 patient samples on a cobas e 411 immunoassay analyzer. Patient 1: ((B)(6) 2021) the initial result was 0.38 ng/ml and the repeat result was 4.61 ng/ml. The initial result was reported outside the laboratory and questioned by the doctor which prompted a rerun of the sample. All repeat results were believed to be correct. Patient 2: ((B)(6) 2021) the initial result was 3.31 ng/ml and the repeat results were 5.16 ng/ml, 5.19 ng/ml, 5.20 ng/ml, 4.99 ng/ml, and 5.05 ng/ml. No questionable results were reported outside the laboratory. All repeat results were believed to be correct. Patient 3: ((B)(6) 2021) the initial result was 0.27 ng/ml and the repeat results were 0.46 ng/ml, 0.46 ng/ml, and 0.44 ng/ml. The initial result was reported outside the laboratory. All repeat results were believed to be correct. The electrode lot number was 51126301 and the expiration date is 31-mar-2022.